Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that patient has been experiencing irritation (red and splotchy), over the last two months, due to sensor's adhesive. Patient's mother reports that patient typically does not wear his sensor for 7 full days due to adhesion issues or having to remove sensor (inconveniently worn near diaper area). Patient's mother has consulted with patient's endocrinologist who decreed that patient had developed an allergic reaction to sensor's adhesive and who advised to use a hydrocortisone cream prior to sensor insertion. Patient's mother states that she is not using the cream as it inhibits sensor's proper adhesion. Patient continues to experience skin irritation 3 weeks following sensor removal.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.